Manufacturer narrative:
(B)(4). Batch # n54y02. The analysis found that one long60a device was returned in good visual condition and with an ecr60b cartridge present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. Event could not be confirmed as the articulation feature worked as intended and the joint cover was noted in good visual condition. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve resection procedure, the instruments were used on 2 bariatric procedures, after several reloads changes an pulling through the trocar the end of the instruments were not straight, was not possible to make them straight and part of the plastic covering the jaws fell off. I discussed with the customer whether the trocars are not tight but they said no, that initially were not making any problems to go through. Another like device was used to complete the procedure. There were no adverse consequences for the patient.